Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to low amplitude measurements and oversensing. The s-ICD has been reprogrammed and remains in service. No therapy exhaustion was observed and no adverse patient effects were reported.